Event description:
Doctor reported they could not remove placement tool after placing implant at tooth site 12, they had to remove both and replace. Procedure was completed with another implant. Implant will be restored after integration.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported they could not remove placement tool after placing implant at tooth site 12, they had to remove both and replace. Procedure was completed with another implant. Implant will be restored after integration. Additional information received: doctor confirmed by phone that implant was attached to the mount (sgiim4s-q) and could not be disengaged.

Manufacturer narrative:
Zimvie complaint number (B)(4). Additional information was provided by the doctor.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) sgiim4s-q, (navigator certain implant mount 4.1mm(d) short) for evaluation. Visual evaluation and a functional test were performed, the implant was not attached to a placement tool but rather a mount that was identified as item sgiim4s-q. The mount was stuck to the implant and did not disengage as intended. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the sgiim4s-q dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: does not disengage/release. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The mount was stuck to the implant and couldn¿t be removed. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.